Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump had a crack that was at the right hand corner of the screen and goes up to the clip. Customers' blood glucose was 75 mg/dl. Customer does not know how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.